Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu2411 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported, "PICC was fractured externally and there was not a bioconnector in situ. Ward sister and consultant aware. PICC removed and tip sent for o&s. Cannula inserted for IV drug administration, infusional services contacted and advised that a referral for new PICC needs to be made. Patient requires covid-19 swabs valid for 72 hours pre insertion. Datix completed."